Manufacturer narrative:
Refer to reg. Report 3004209178-2020-01784 for information regarding the related event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had the stimulators in their chest removed because they weren't helping and had been dead for awhile. They still have the leads in their head and partial wires in the neck. They want to know if they can have an MRI now. They stated they are part of a clinical trial for tourette syndrome. They stated the ins helped for maybe a year, but the ins died so they wanted them out. They could not keep up with the charging because they died so fast due to her settings, so she let them die and removed them.